Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) battery needed to be replaced. After the battery was replaced, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device system. It was reported that during a planned maintenance (pm) the mobile view station (mvs) would power down after being unplugged for less than five minutes. This issue was noted outside of a procedure, and there was no patient involvement.